Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had a cracked touchscreen that illuminated with the power button but did not respond to touch input, preventing the user from sliding to unlock; the device was reported as still functional, and the user was advised that the device was no longer watertight and would need replacement. Symptoms included no reported adverse health effects. Outcomes included no impact to blood glucose levels, no alarms, and no medical intervention. Investigation included case review and replacement processing with return of the original device requested. Investigation of this device revealed physical damage to the touchscreen consistent with user-reported breakage, resulting in impaired touch functionality while basic power/display functions persisted. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.